Manufacturer narrative:
The reagent lot number is 772926. The expiration date was requested but not provided. The investigation is ongoing.

Event description:
The initial reporter received a questionable crep2 (creatinine plus ver.2) assay result from one patient sample tested on the cobas c 503 analytical unit. The initial result was 0.576 mg/dl. The first repeat result was 1.23 mg/dl. This repeat result was deemed correct.  The second repeat result was 1.24 mg/dl. The patient sample was rerun on the analyzer and another cobas pro analyzer.

Manufacturer narrative:
The customer reported a new patient sample with discrepant crep2 results: on (B)(6) 2024: the initial result was 0.443 mg/dl. The first repeat result was 1.04 mg/dl. The field service engineer (fse) inspected the analyzer and performed troubleshooting actions and adjustments. The fse detected a sample quality issue at the customer's site. The investigation reviewed the analyzer's files which showed that the analyzer was performing within specifications; multiple abnormal sample aspiration alarms were also noted. The investigation determined the event was due to a preanalytic issue (sample handling) at the customer site. No further issues were reported by the customer.